Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 21 mmol/l; cause was due to cartridge air bubbles. Customer delivered a correction bolus via pump to address bg level. The air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue.